Manufacturer narrative:
This follow up report is being submitted to report additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed scratches on the rim and inner radius. No damage was observed on the locking feature. Visual inspection of the liner found multiple forms of damage. The barb is deformed and scuffed. Gouges were found on the liner's outer radius, side wall, and rim. No dimensional analysis will be performed due to its impaction and resulting damage. A dimensional analysis was performed on the shell and is found to be within the specifications. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Review of complaint history determined no further action(s) is/are required. Root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. During the surgery, the liner would not seat in the cup. Subsequently, a new cup and liner had to be implanted and bone graft had to be placed in the acetabulum in order to complete the procedure. The surgery was delayed for an hour as a result. No further patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), g7 10 deg arcomxl liner 32mm b, (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11144.

Event description:
It was reported that the patient underwent an initial hip procedure. During the surgery, the liner would not seat in the cup. The surgery was delayed for 31-60 minutes. Attempts have been made and additional information on the reported event is unavailable.